Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The unit was able to pass the following tests: displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error 54 occurred during testing. Pump error 54 & pump error 3 was present in history download on event date of 01/20/2023 22:35. Esf#3010978, file number=32122, line number= 1421. P-cap was tested and locked into place properly, however, unit was noted as damage due to cracked retainer. Pump was cut to perform visual inspection and found evidence of moisture damage on the following: pcba 1 & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked case (battery tube), cracked retainer, cracked belt clip rails. Pump error 54 & pump error 3 was confirmed due to software anomaly. Cosmetic damage is confirmed at battery compartment. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump cracked and caused errors 3 and 54. Troubleshooting was performed and successfully cleared the alarms and the pump passed the self-test. The damage on the battery is confirmed. No harm requiring medical intervention was reported. The customer had discontinued the use of the device and the pump was returned for analysis.